Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device history record review was completed. The device is identified as an affected device of fca-2016-051. The reported condition was verified and the cause was determined to be a failed speaker. The device was found out of specification in relation to the reported 'no audio' which was reproduced at power up. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no audio. There was no known patient injury or medical intervention associated with this event. No additional information is available.